Event description:
The customer reported that the unit was unable to fully acquire 12-lead ECG.

Manufacturer narrative:
The customer reported that the unit was unable to fully acquire 12-lead ECG. A philips field service engineer reported that she was unable to reproduce any 12-lead issues. The unit remains back in service, fully functional. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customers' report, we are considering this a malfunction.